Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus india (omsi) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Because more than 6 years had passed from the subject device had been manufactured, it is speculated that the components on the board deteriorated over time due to repeated use for a long period, and the ap board failed. The ap board is communicating the endoscope and the subject device, and assumes that e216 (scope communication error) and b30 (scope communication error) occurred due to this failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus (B)(4), it was found that the scope communication error e216 was occurred. Furthermore, olympus (B)(4) checked the subject device and found that the scope communication error b30 and the scope communication error e216 were occurred intermittently due to the failure of the electrical circuit board, however there were no burn marks and component damage on the electrical circuit board. There was no report of patient injury associated with the event.